Event description:
It was reported that st elevation occurred. An opticross imaging catheter was used to view the lesion. The st rates were fine before the ivus run. However, during the procedure, when the catheter was inserted they noticed that the patients st elevation increased. When the catheter was removed, the st rates went back to a normal level. The ivus was successfully completed. There was nothing wrong with the image and there was no intervention performed during the case. The procedure was completed with the original device used. No other patient complications were reported.

Event description:
It was reported that st elevation occurred. An opticross imaging catheter was used to view the lesion. The st rates were fine before the ivus run. However, during the procedure, when the catheter was inserted they noticed that the patients st elevation increased. When the catheter was removed, the st rates went back to a normal level. The ivus was successfully completed. There was nothing wrong with the image and there was no intervention performed during the case. The procedure was completed with the original device used. No other patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildy tortuous and mildly calcified in left anterior descending (lad) artery. The patient's status was stable.